Event description:
The customer reported that pacing functionality was unavailable. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that pacing functionality was unavailable. There was no report of pt involvement. A philips field service engineer evaluated the device and confirmed the reported symptom. The power pca was replaced to resolve the symptom. The device was returned to use.